Event description:
This pi is for the revision on (B)(6) 2023. In reporting a revision of the patient's left hip on (B)(6) 2023, rep learned that the patient had a prior revision on (B)(6) 2023 due to pain and recurrent dislocations. The shell and liner were revised (rep does not know if the femoral head was revised). Update as per med review: apparently, a revision was performed on or around (B)(6) 2011. Reasons for the revision were not provided, but one note indicted that there was osteolysis around the cup.

Manufacturer narrative:
Reported event: an event regarding osteolysis involving an unknown shell was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: "very minimal medical information was provided for review. It appears a woman had a tha with a modular abg stem in 2011. No data was provided for the next 12 years. Apparently, a prior revision had been performed. Reasons for the revision were not provided, but one note indicted that there was osteolysis around the cup. The patent went on to develop recurrent instability and apparently underwent a second revision, possibly just a polyethylene exchange, but the procedure was not documented. Event confirmation: a da tha in 2011 can be confirmed. The revision procedures cannot be confirmed without additional medical information. Dislocations were documented only by a medical history. Root cause: the root cause of the first revision cannot be determined. The root cause of the second revision, if documented, would be recurrent instability. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to dislocation. A review of the provided medical records by a clinical consultant stated the following comment: "very minimal medical information was provided for review. It appears a woman had a tha with a modular abg stem in 2011. No data was provided for the next 12 years. Apparently, a prior revision had been performed. Reasons for the revision were not provided, but one note indicted that there was osteolysis around the cup. The patent went on to develop recurrent instability and apparently underwent a second revision, possibly just a polyethylene exchange, but the procedure was not documented. Event confirmation: a da tha in 2011 can be confirmed. The revision procedures cannot be confirmed without additional medical information. Dislocations were documented only by a medical history. Root cause: the root cause of the first revision cannot be determined. The root cause of the second revision, if documented, would be recurrent instability." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the revision on (B)(6) 2023. In reporting a revision of the patient's left hip on (B)(6) 2023, rep learned that the patient had a prior revision on (B)(6) 2023 due to pain and recurrent dislocations. The shell and liner were revised (rep does not know if the femoral head was revised).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.